Event description:
It was reported by the affiliate that the (1) al326 was used during an unknown procedure. The clips would not feed. The case was completed with another instrument and with no pt consequence.